Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unk. The device has not been returned to the manufacturer for eval. The investigation is currently underway.

Event description:
It was reported that during post stereotactic breast biopsy mammogram, there was air in the breast and the marker migrated significantly. The location was noted in reference to targeted biopsy site and no further action was taken. There was no reported pt injury.